Event description:
Cna was positioning co stretcher lift scale next to resident's bed in preparation to transfer resident into bed. Cna states he turned away to call for 2nd cna to assist with transfer, and noticed resident moving hands in air. As she reached, she fell to floor. Cna states one strap was secured about resident prior to incident. Resident transported to emergency room via ambulance for treatment of lacerations and hematoma below rt. Eye; hematoma rt. Temporal area; involvement of swollen, ecchymotic nose. CT scan done-revealed no fracture; one suture to lacertion below rt. Eye. Incident investigated immediately. Cna states belt buckle was securely locked prior to incident. Release of buckle could only be done when buckle became caught against frame of stretcher. Upon further investigation, it was discovered that instructions for use call for two belts tob be secured to the stretcher in holders on the underside. Staff on duty were verbally and visually given proper instructions.